Manufacturer narrative:
Device received on (B)(6) 2019. Device evaluation summary: during evaluation of the sample, it was observed a crease in the posterior view. Within the crease, a tear was noted measuring approximately 9 cm. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV, rupture. Concomitant products: mentor memorygel 600 cc silicone breast implant, cat#: 3507600bc, sn#: (B)(4). (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 600 cc silicone breast implants which the right side ruptured and had issue with capsular contracture baker grade IV after implantation. Patient reported pain in right breast, and right breast was harder than the left. Right side rupture discovered during removal. The issue was confirmed by the physician. As a result patient had the implants removed on (B)(6) 2019.

Manufacturer narrative:
On 11/25/2019, additional information indicated that the patient had issue with fibromyalgia, hypothyroidism, depression, high cholesterol, arthritis, sleep apnea, and capsular contracture baker grade iii on the left side. She had routine lab testing, which showed normal value. This report is for the right side. Manufacturer¿s reference number: (B)(4).